Event description:
It was reported that the patient experienced persistent hyperglycemia while using the ilet system, with the contact noting the device appeared unable to meet the patient¿s high insulin requirements following a transition from prior u-500 therapy to u-100 with the ilet. Symptoms included elevated blood glucose readings. Outcomes included no reported hospitalization or medical intervention beyond education and a recommendation to contact the healthcare provider for management options. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed no increase in weekly insulin usage compared to the prior week and no device malfunction identified during support review. It was concluded that the cause of hyperglycemia was unclear and that further clinical management would be directed by the healthcare provider. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.